Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that within the past 2 weeks, the patient's infusion set fell off during use and this issue occurred with one infusion set. The patient's blood glucose level ranged between 300-350 mg/dl. Moreover, the infusion had been used for less than three days. Further, they changed the infusion set and resumed insulin deliveries successfully. No further information available.